Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed for this case: device use may have caused the reported wound on the patient chest, but did not contribute to the patient outcome (death). As per lucas operating instructions "skin, abrasions, bruising and soreness of the chest are common during the use of the lucas chest compression system.¿ stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that a wound was observed on the patient's chest while using the device. The patient involved in the reported event did not survive, however it was determined that the device did not cause the death of the patient. It was reported that the patient was victim of a homicide.

Event description:
The customer contacted stryker to report that a wound was observed on the patient's chest while using the device. The patient involved in the reported event did not survive, however it was determined that the device did not cause the death of the patient. It was reported that the patient was victim of a homicide.

Manufacturer narrative:
Stryker received an update on event date and patient's age. Section b3 and a2 have been updated accordingly.

Event description:
The customer contacted stryker to report that a wound was observed on the patient's chest while using the device. The patient involved in the reported event did not survive, however it was determined that the device did not cause the death of the patient. It was reported that the patient was victim of a homicide.

Manufacturer narrative:
There was no device malfunctioned reported, therefore the customer did not return the device to stryker for evaluation. A cause of the reported issue could not be determined.